Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information received that insulation damage was visually confirmed during the revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to myopotentials was noted on the right ventricular lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.